Event description:
It was reported system error and that when powered on the display was stuck on the blue screen and system on red arrow flashing. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of system error. Technical support: 1. Plug the instrument into ac. 2. Check and/or replace the battery. 3. Check the fuses. 4. Replace the off-line switcher. 5. Replace the power supply board. 6. Return the module to the factory. Directed jesus to repair portal web-site. Jesus will use repair portal site to get rga number and send unit in for warranty repair. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. A review of the device history record showed the device had a manufacture date of 22jan2021. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device not returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Device will not be returned.

Event description:
It was reported system error and that when powered on the display was stuck on the blue screen and system on red arrow flashing. There was no patient involvement.